Event description:
Customer's mother reported via phone, the insulin pump had alarmed force sensor calibration values corrupted. Customer's mother didn't know the customer's blood glucose level. Customer stated the alarm didn't occur during rewind or prime sequence. She is able to clear the alarm but the device goes back to restart and alarms again. Customer's mother was advised the device need to be replaced and she agreed to return it for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant alarm followed by unexpected off no power alarm due to poor solder joint on motherboard. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.